Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. The hal severity of harm was assessed as s3. This complaint was assessed as severity of harm s1. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adhesion/fastening defect. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] skin rash [rash], the adhesive cannot be applied well to the skin [device adhesion issue]. Case narrative:this is a spontaneous report from a contactable pharmacist. A female patient of unspecified age received thermacare heatwrap (thermacare neck, shoulder & wrist) "12 hour," on an unspecified date for an unspecified indication. Medical history and concomitant medications were not reported. In the past, the patient used thermacare heatwrap (thermacare neck, shoulder & wrist) for 8 hours without a skin reaction. On an unspecified date, she used thermacare heatwrap (thermacare neck, shoulder & wrist) with 12 hours effect for the first time and experienced a rash. The pharmacist reported that the patient was not satisfied with thermacare for shoulder, neck and wrist, because the adhesive cannot be applied well to the skin and she experienced a skin rash. The pharmacist does not have the packs. The action taken with thermacare in response to the event and event outcome were not reported. The pharmacist was clear with the confirmation that the glue was not changed, that thermacare was not the trigger for the rash which is why they do not consider the case as adverse event. Per the product quality group: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. The hal severity of harm was assessed as s3. On (B)(6) 2020, the following results were provided for complaint "heat wraps did not stick" (no lot number available). This complaint was assessed as severity of harm s1. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adhesion/fastening defect. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (26nov2019 and 27nov2019): new information received from citi includes: assessment of severity of harm and investigation summary. This case has been upgraded to a serious report. Follow-up (10jan2020): new information from product quality complaints includes investigation results for complaint "heat wraps did not stick" (no lot number available). The case was updated to a malfunction report. Comment: based on the available information, the events skin rash and device adhesion issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the events cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. There is not a complaint trend for any class(es) associated to the suggested key product complaints database terms. No further investigations or actions is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. The hal severity of harm was assessed as s3.

Event description:
Skin rash [rash], the adhesive cannot be applied well to the skin [device adhesion issue]. Case narrative: this is a spontaneous report from a contactable pharmacist. A female patient of unspecified age received thermacare heatwrap (thermacare neck, shoulder & wrist) "12 hour," on an unspecified date for an unspecified indication. Medical history and concomitant medications were not reported. In the past, the patient used thermacare heatwrap (thermacare neck, shoulder & wrist) for 8 hours without a skin reaction. On an unspecified date, she used thermacare heatwrap (thermacare neck, shoulder & wrist) with 12 hours effect for the first time and experienced a rash. The pharmacist reported that the patient was not satisfied with thermacare for shoulder, neck and wrist, because the adhesive cannot be applied well to the skin and she experienced a skin rash. The pharmacist does not have the packs. The action taken with thermacare in response to the event and event outcome were not reported. The pharmacist was clear with the confirmation that the glue was not changed, that thermacare was not the trigger for the rash which is why they do not consider the case as adverse event. Per the product quality group: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. The hal severity of harm was assessed as s3. Additional information has been requested and will be provided as it becomes available. Follow-up (26nov2019 and 27nov2019): new information received from citi includes: assessment of severity of harm and investigation summary. This case has been upgraded to a serious report. Comment: based on the available information, the events skin rash and device adhesion issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the events cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No further investigations or actions is suggested at this time.